Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that implant attempt difficulties were due to patient anatomy.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-jan-2021 / serial#: (B)(4), mfg date: 16-jul-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unsuccessful leadless implantable pulse generator (ipg) implant attempt. The ipg and delivery system were explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.